Manufacturer narrative:
(B)(4). The customer returned one 2-l: 7 fr x 60 cm catheter. The body of the catheter was cut off approximately 42.5cm from the distal end of the juncture hub. Visual examination did not reveal any defects on the extension lines, catheter body, catheter tip, or juncture hub. The catheter showed evidence of use in the form of dried blood in the catheter lumens and skive marks. Microscopic examination of the catheter did not reveal any defects. The catheter body outside diameter (od) measured 2.43mm, which is within specification. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The distal end of the catheter was capped off during testing to restrict flow. No leaks were observed from any region of the catheter. Other remarks: a device history record (DHR) review was performed on the catheter and no relevant findings were identified. The instructions-for-use (IFU) for this product advises that indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. The reported complaint of the catheter leaking at the insertion site could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met dimensional and visual requirements. A DHR review did not reveal any manufacturing related issues. No problems were found with the returned catheter.

Event description:
The customer reports that a flushing test of the catheter was performed before insertion and there was no problem found at that time. However, the user found the solution leaking from the insertion site (groin region). A new catheter was used. No patient injury or complication.

Manufacturer narrative:
(B)(4). The device is not sold in the us. A similar device is sold in the us.

Event description:
The customer reports that a flushing test of the catheter was performed before insertion and there was no problem found at that time. However, the user found the solution leaking from the insertion site (groin region). A new catheter was used. No patient injury or complication.